Event description:
The reporter started that the customer found a syringe with the needle sticking out of the cap and she pricked herself. Additional information received during receipt of the sample on (B)(6) 2013, which stated that there was a needle stick with a dirty needle. Spoke with the consumer via telephone who stated that this was an incident with her giving her dog an insulin injection. After administration of the medication the needle was sticking out through the cap and she was stuck. The consumer stated that she had to receive a tetanus shot due to this incident.

Manufacturer narrative:
This event is being reported due to the consumer having to receive a tetanus vaccination. The (B)(4) recommends that adults receive a booster vaccine every ten years, and standard care practice in many places is to give the booster to any patient with a puncture wound who is uncertain of when he or she was last vaccinated, or if he or she has had fewer than three lifetime doses of the vaccine. The booster may not prevent a potentially fatal case of tetanus from the current wound, however, as it can take up to two weeks for tetanus antibodies to form. The returned syringe was examined and exhibited the needle through the shield. Since the needle was through the shield, exposing the cannula, a needle stick could occur. However, the needle through the shield issue cannot be confirmed as a defect as this issue occurred after the sample had been used and re-shielded. Complaint history check was performed and as of ((B)(6) 2013) this is the first complaint against lot number 2333449 for similar issue. Information will be captured on trend reports and monitored monthly. Per the website, patient insert, "do not recap or clip a needle that has been used by or on another person. This can lead to accidental needlesticks which may cause serious infections."